Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to an apparent lead fracture, all vectors showed an impedance of greater than 3k. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.